Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was disposed by the medical facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since july, 2025.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was disposed by the medical facility.